Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving prialt of an unknown concentration and dose via an implantable infusion pump for an unknown indication for use. It was reported that "the line broke in 2 places". No symptoms were reported and no further complications were expected or anticipated.